Event description:
Customer complaint: (recalled product):ello I was using my mighty bliss heating pad today and from the remote two sparks occurred, and blew out the circuit breaker in the living room. Thankfully, I was not hurt. However, the sparks were by my face.